Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer is hearing a 'crackling' noise upon powering on the device. Upon reviewing the event log the error codes are occurring continously. The customer has reported that the holster and the probes are very difficult to load. There have been no patient consequences reported.